Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 14-12mm amplatzer duct occluder was chosen for implant using a 8f non- abbott delivery sheath. During procedure, the physician noted that the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The device was retrieved back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure was terminated. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.